Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the flexor raabe guiding sheath fractured in 2 locations. It fractured once close to the hub (around 20 sonometers) and started to coil. A second fracture also occurred towards the distal end but did not come apart. No section of the device detached within the patient. Everything was retrieved without intervention. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control and a visual inspection of the returned product was conducted during the investigation. The visual examination of the returned sheath determined that the sheath appears stretched from approximately 16.5 cm from the proximal hub to 38.2 cm. Severe stretching of the sheath begins at about 18.5 cm to about 21.3 cm. The coil length measured 2.2 cm at the most proximal point of separation, and they measured about 10 cm in length at the most distal point of separation. There is no evidence to suggest that the device was not made to specification. The IFU lists instructions for removing the sheath from the patient including, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the inspection of the returned complaint device, it is likely the device experienced forces beyond its design. Calcification of the vessels and not inserting the dilator upon removal could have contributed to this failure. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During the procedure, the flexor raabe guiding sheath fractured in 2 locations. It fractured once close to the hub (around 20 sonometers) and started to coil. A second fracture also occurred towards the distal end but did not come apart. No section of the device detached within the patient. Everything was retrieved without intervention. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.